Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced issues with the sensor involving discrepancies in readings versus the customer's blood glucose. It was stated that a threshold suspend was activated by a low sensor reading when the patient's blood glucose was 193 mg/dl. Other false lows were stated, and the examples were given of a sensor reading of 50 while blood glucose was 100 mg/dl or a sensor reading of 70 while blood glucose was 140 mg/dl, although specific values were not recalled. Weak signal and lost sensor alarms were received and two calibration error alarms leading to a bad sensor alert were reported to have occurred, as well. Alarms and causes were explained. The patient's blood glucose was 113 mg/dl. Nothing further was reported